Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for fecal incontinence and gastrointestinal/ pelvic floor. It was reported that they have been having urinary retention since they got the current device. Patient said they were having constant utis and the urologist thinks the cause was retention. Patient said they are retaining about 1/2 of their bladder. Patient asked if the device could be causing this. Patient decreased stim last night. Reviewed adverse events and option to turn stim off and see if retention improves. Also recommended the patient follow up with their managing healthcare professional (hcp). Patient sees the urologist on (B)(6) 2021. Agent did not ask about the circumstances that led to the reported issue. The patient was redirected to their healthcare provider to further address the issue.